Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, atrial tachycardia/atrial fibrillation (at/af) due to far field r-wave oversensing was observed. Programming change was suggested and would be made in the next follow up appointment. The patient was stable and being monitored.